Manufacturer narrative:
The manufacturer has received limited information regarding this case. Additional information will be requested and analysis will be determined upon receipt of additional information.

Event description:
On (B)(6) 2016, the manufacturer was notified of the following: a patient who received a percival valve implant required re-operation after 2 years. No further information was provided.

Manufacturer narrative:
Further information has been requested from the physician by the manufacturer. Based on limited information received the root cause cannot yet be determined at this time. The device is not available for return or analysis as tavi procedure performed. The serial number of the device is not known. This case will be closed at this time and can be re-visited if further information becomes available. Please note that this event occurred in italy and as the device serial number is unknown the device may have been manufactured at livanova (B)(4) corp or our sister site - (B)(6). Updated fields: hospitalization, product code-correction, evaluation codes.

Event description:
On may 25 2017 the manufacturer received an update that a perceval valve was implanted on (B)(6) 2014. On (B)(6) 2016 a tavi procedure was performed. No other information has been made available to the manufacturer. Update 25th may 2017: date of implant: (B)(6) 2014; date of tavi (B)(6) 2016.